Event description:
A hospital in (B)(6) reported that an opt318 optiflow junior nasal cannula sustained damage to the spring where it meets the inspiratory tube connector due to the patient pulling on the cannula. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint cannula was received and was visually inspected. Results: visual inspection of the cannula revealed that the tubing had been pulled and stretched where it attaches to the swivel grip. A lot check could not be performed as a lot number was not provided. Conclusion: based on the observed damage and the fact that the hospital has informed us that the patient pulled on the cannula, we can conclude that the tubing became stretched and damaged due to excessive force being exerted on the tubing. Each optiflow junior cannula is leak and occlusion tested at the production line and any that fail are discarded. In order to check the glue bond, an assembled sample is pull tested at the end of each run after allowing it to dry for at least three hours. Our user instructions that accompany the optiflow junior cannula state: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Patient monitoring is recommended fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the opt318 based on customer feedback.